Event description:
It was reported that during routine follow-up, the ventricular lead exhibited high impedance, high threshold, and decreased sensing. The device was reprogrammed and the patient was in good condition.

Manufacturer narrative:
(B)(4).